Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with the device in back up vvi mode. The device was explanted when device download was not possible. There were no complications and the patient condition was well post-procedure.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv therapy delivery. The device was tested on the bench and no anomaly was found. The cause of the power on reset could not be determined.